Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover and front cover. Outdated printed circuit board (pcb) and power switch. Started with inspection a visual then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The technician attempted calibration but the pots couldn't be adjusted. The root cause of the reported issue was found to be the pots on the pcb were damage by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device could not be calibrated during testing. No patient involved.